Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient had sustained monomorphic ventricular tachycardia (mvt) that was misdiagnosed as an supra ventricular t achycardia (svt) by one of the cardiac resynchronization therapy defibrillator (crt-d) algorithm. The patient is a participant in the world-wide randomized antibiotic envelope infection prevention trial (wrap-it) clinical study. The device remains in use. No patient complications have been reported as a result of this event.